Event description:
It was reported that the ilet user experienced a missed meal announcement around dinner, followed by fluctuating glucose levels with confirmed hypoglycemia and subsequent hyperglycemia. Education on proper hypoglycemia treatment and meal announcements was provided, including guidance on using oral glucose. Symptoms included tachycardia, sweating, shaking, anxiety, and a fingerstick-confirmed low glucose, with reported glucose values ranging from 39 mg/dl to 275 mg/dl. Outcomes included urgent low glucose that required oral carbohydrate treatment and troubleshooting support. Investigation included clinical assessment through history from the caregiver and device-use troubleshooting with education on hypoglycemia protocols and appropriate meal announcements. Investigation of this case revealed user management issues, including missed meal announcement and overtreatment of hypoglycemia, contributing to the reported roller-coaster glucose pattern; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and inadequate treatment technique. Report number: 3019004087-2026-30241 has been submitted for overtreating hypoglycemia.